Event description:
It was reported that the surgical hardware/instruments for a trochanteric fixation nail (tfn) procedure did not line up properly. During insertion of the distal locking screw of the tfn the drill bit used to pre-drill the hole did not line up with the hole in the nail. The distal locking screw was therefore not inserted. All other aspects of the surgery went without any problems. There was no surgical delay. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the aiming arm, was received intact with surface scratches and nicks such that the anodized layer has been scraped off at the edges of the device. The balance is in good condition and the etchings are legible. One 130 degree aiming arm, one 11.0mm/8.0mm protection sleeve, one 8.0mm/4.0mm drill sleeve, one cannulated connecting screw, and one insertion handle were received. The corresponding trochanteric fixation nail was not returned because it remains implanted. These returned instruments are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. In this case, the reported issue was regarding the alignment for the distal locking screw. Information is provided per titanium trochanteric fixation nail system technique guide. The devices were all received with surface scratches and wear consistent with the expected wear from use. In addition, the insertion handle which is not intended to be hammered was received showing dents where the hammer guide would attach and on the underside of the arch. To replicate the complaint condition, a titanium cannulated trochanteric fixation nail was used with the returned devices. The construct was assembled to this known good nail and at no time did the construct fail to properly align. Thus, the complaint condition is unconfirmed. It is important to have all components tightly connected in order to ensure proper alignment. It is also likely that hammering for nail insertion and/or forceful manipulation of the insertion handle loosened the connecting screw. This would allow the devices to be forced out of alignment and generate deflection forces through the displaced soft tissue. The technique guide recommends that the user ¿confirm that the nail is tightly connected to the insertion handle, especially after hammering¿ and specifies the proper technique and device maintenance thus, the method of use was the cause of any misalignment. The returned devices were all manufactured prior to the release of the current drawings. Therefore, a review of the current design drawings and the revisions at the time of manufacture was performed. Since the date of manufacture, there have been 2 design revisions to the aiming arm, 1 design revision to the protection sleeve, 2 design revisions to the drill sleeve, 1 design revision to the connecting screw, and 2 design revisions to the insertion handle. However, these changes were found to be unrelated to the complaint condition. Overall, the designs were found to be sufficient for their intended use, the design histories did not impact the complaint condition, and there were no noted failures to meet specifications. Therefore, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition is unconfirmed as the misalignment could not be replicated. The designs were found to be sufficient for their intended use and the method of use of not having a tight connection between all of the components resulted in the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.